Event description:
Films were received and reviewed as follows: post-implant x-rays from two studies show that there is an area of incomplete stent expansion just above the bifurcated stent graft flow divider; between springs 4-5 on the right side. The distal 4 stents of the iliac limbs were also noted to be acutely angulated approximately 90 degrees posterior; bilaterally. Ctas from 16 months ago show that the stent graft measures 21x22mm at the renals. Just above the flow divider, in the area where the stent graft has not fully expanded, there appears to be a small area of calcification. The ipsilateral limb is slightly compressed to approx 9mm diameter at this location; however, there is no occlusion observed. Distal to the flow divider the ipsi limb is fully expanded. At the distal aaa the iliacs are noted be sharply angulated, but there is no evidence of any stent graft kinking or compression, or any signs of occlusion within either iliac limb. The likely cause of these events appear to be anatomy related.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 90 mm diameter abdominal aortic aneurysm approximately 20 months ago. The aortic neck was 22mm in diameter and distally it was 23mm and it was 39 mm in length. The iliac arteries were severely tortuous bilaterally. Post implant the patient had a cerebrovascular accident requiring in-patient hospitalization and prescription medication. Nine months later the patient had completely rehabilitated. The investigator assessed the event as not related to the study device or the procedure. It was reported that one month post implant, on kub there was an observation made that one of the grafts had not completely opened or unfolded. The kub three months later revealed evidence of kinking, limited kinking with closed angle to posterior level of transition from single to double stent configuration in the abdominal aortic aneurysm. One month later an x-ray revealed evidence of kinking, sharp angle formation of stent to iliac arteries bilaterally. No clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (stent graft kink). Patient's condition affected effectiveness of device (severely tortuous iliac arteries bilaterally). Conclusions: device failure/lack of effectiveness related to patient condition (severely tortuous iliac arteries bilaterally).

Manufacturer narrative:
Method: (film).